Event description:
The patient reportedly experienced intermittent lock with his internal device. External equipment was exchanged and programming adjustments were attempted. This did not resolve the problem. Surgery to explant the patient's internal device will be scheduled.